Manufacturer narrative:
Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. H4) device manufacture date is dependent on the device lot/serial number, therefore is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a automated trajectory guidance unit being used outside of a procedure. It was reported that the reducing tube for the guidance unit was damaged. It was reported that the screw for the tube could no longer hold a biopsy needle. There was no patient present when this issue was identified.